Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator, the unit screen is frozen and will not respond. The customer reported there was patient involvement but no patient injury or harm.

Manufacturer narrative:
Result of investigation: failure analysis: received vela front panel and conducted visual inspection. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service. Touch display interaction was successful and can be calibrated. No further actions were taken or required. Reported problem could not be duplicated but failed due to intermittent operation reported in the complaint because this is a known issue. This is caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen. No further investigation is needed.